Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of motor stall and overheating could not be reproduced. Product did fail for hand piece sensor fault. Cause of fault is a defective hall board. Unit did pass functional and high speed testing (100-10,000 rpms) for 5 minutes each in forward, reverse and oscillate directions using footswitch. Motor stall and overheating did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during testing before a case, the device is not spinning and is heating up. No sparking or arcing were detected, no error message was displayed. No patient or user injuries reported.

Event description:
It was reported that during testing before a case, the device is not spinning and it heating up. No sparking or arcing were detected, no error message was displayed. No patient or user injuries reported.